Manufacturer narrative:
Concomitant medical products: product ID: 1845010, serial/lot #: ni; product ID: 1845020, serial/lot #: ni. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that bur was bouncing on the handpiece and attachment while being used on the patient during the procedure. There was no patient impact or injury.